Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the laser illuminator function of an ophthalmic system stopped working during surgeries. The issue persisted even after switching to the alternate illuminator module during the procedure. The laser illumination gradually dimmed and eventually turned off completely. Replacing the laser probes did not resolve the issue. Additionally, upon powering on the system, a system message appeared indicating that the computer battery was not functioning. The surgery was completed on the same day and there was no patient harm. This complaint is pertaining to three of three reports received from the same facility.

Manufacturer narrative:
Upon further review, the FDA product code ¿a050501 - failure to fire¿ has been retracted from the file. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) to address the reported event. However the service request has been cancelled, no service was performed at that time. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found were reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.